Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) mfrs the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler system displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler system displayed an error message during a procedure. There was no report of patient injury. A sorin service representative went on site to investigate and replaced the power supply board ul507 and the processor board ul508. The replaced parts were discarded and so no further investigation was possible, but the issue did recur at a later date, which is captured in complaint (B)(4). MDR 9611109-2015-00357 was filed for the recurrence, and any additional information regarding the investigation and root-cause will be detailed in that report. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the heater-cooler system displayed an error message during a procedure. There was no report of patient injury.